Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The cable between the image intensifier and its power supply was defective. This led to the unavailability of x-rays. Such a defect requires a service intervention to remedy the situation. In the given case, the service technician used a spare cable already present in the system's wiring harness and intended for such purposes. After this measure, the system works as specified and the error has not been reported again. In addition, the spare parts consumption was checked. A possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens local service engineer inspected the concerned unit and found the cable between the ii power supply and d30 board was broken. The concerned cable was replaced. A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis avantic gen 2 system. During an interventional procedure, the user reported that the imaging system failed, rendering fluoroscopy unusable. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. The reported event occurred in (B)(6).